Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient had stopped using the spinal cord stimulator (scs) system due to inadequate pain relief. It was also noted that the patients ipg had issues in maintaining a charge. Reprogramming was attempted and was successful. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.